Event description:
The lab tech inserted the vacutainer collection set needle into the proctive holder and then into a vacutainer. The blood would not collect properly (she used the flip-top holder) so the tech inserted the needle directly into the vacutainer. When she withdrew the needle, threr was blood leaking from the tip. As she disposed of the set she stuck herself. The patient was hiv positivedevice labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, performance tests performed. Results of evaluation: storage/shipment, none or unknown, other. Conclusion: there was no device failure, user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, device use continued with restrictions/limitations, user education provided. The device was destroyed/disposed of.